Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity since the last increase to device programmed output current. The pt typically experiences 1-2 seizures per week, but that after the increase in output current pt experienced 5 seizures in 4 days. The pt plans to follow-up with their neurologist.

Event description:
Further follow-up revealed that the device was programming to off. The patient reported that she wants the vns theraphy system explanted.